Event description:
It was reported during the procedure while re-positioning the subject coil and re-inserting it into the catheter, the device was detached from the delivery wire and stuck in the catheter. The physician used a guidewire to remove the detached coil from the catheter. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was found to be detached/separated and kinked/bent. A functional inspection for the reported 'coil in catheter friction' could not be performed as the main coil was detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and analyzed. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The main coil was found to be detached/separated and kinked/bent. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'main coil prematurely detached/separated during use', as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage was assigned to the as analyzed 'main coil kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during the procedure. An assignable cause of 'not confirmed' will be assigned to the as reported 'coil in catheter friction ' as the coil was separated/detached from the coil delivery wire when returned and could not be confirmed.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure while re-positioning the subject coil and re-inserting it into the catheter, the device was detached from the delivery wire and stuck in the catheter. The physician used a guidewire to remove the detached coil from the catheter. The procedure was completed successfully with no clinical consequences to the patient.